Event description:
It was reported the customer's insulin pump was making a noise. The customer stated the insulin pump was making a ticking noise during a bolus delivery. Troubleshooting found the insulin pump passed a self test and the drive support cap was not damaged. There was also no alarms in the alarm history. The customer was advised the noise may likely be the motor moving during a bolus delivery. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.